Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vicmo12.6, -11.00 diopter, implantable collamer lens that stuck in cartridge or injection system and tore during injection/delivery into the patient's left eye (os) on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. A new lens was implanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.